Manufacturer narrative:
This complaint is related to (B)(4) / medwatch #1828100-2018-00087.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the display on the roller pump had damaged pixels. There was no patient involvement.

Manufacturer narrative:
The service repair technician (srt) replaced the display on the roller pump. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.